Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material. Device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopy procedure. During the procedure while inside the patient, the stent was pushed up using the positioner, the stent was kinked and torn and failed to be inserted. The procedure was completed with another same model of stent and there was no patient complications reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material. Device code a0406 captures the reportable event of stent kinked. Block d4: updated unique identifier (UDI). Upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual inspection of the device found that the bladder coil was buckled. The suture returned was entangled near the bladder coil. Under magnification, it was possible to see that the bladder coil tip and the suture hole were torn probably caused by the suture. Functional evaluation revealed that when a sensor wire of 0.038 was inserted into the stent, resistance was felt inside the device. The guidewire was not able to fully pass through the stent due to the buckled observed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that these issues could be caused by operational factors. The positioner has to be loaded by the radiopaque tip of the positioner onto guidewire and advanced until it abuts stent. If the positioner was advanced with excess force over the guidewire, the stent could get buckled resulting in a difficulty/unable to advance the stent to the target site. Also, these could have caused the torn observed on the bladder coil tip and the suture hole. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopy procedure. During the procedure and inside the patient, when the stent was pushed up using the positioner, the stent was torn and failed to be inserted. The procedure was completed with another same model of stent and there were no patient complications reported.